Event description:
This lead was repositioned due to dislodgement. During the procedure, the rv lead also became dislodged and was repositioned. This lead was successfully repositioned and remains actively implanted. There were no adverse patient events reported. Should additional information be received, this file will be updated.